Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle on a bd micro-fine¿ IV insulin syringe was barbed, causing damage to veins and there were a few people who developed abscesses after injection. It was also reported that the plunger on the syringe was stiff and difficult to move. There was no report of medical interventions.

Manufacturer narrative:
Customer returned 100 1cc, 12.7mm, 28g insulin syringes in sealed blister packs with the shelf carton from lot # 7072881. Customer states that the needle is barbed, causing damage to the veins, causing abscesses, and the plunger is very stiff. Thirty out of 100 returned syringes were tested for point geometry, lube, and cannula od (specs: outer diameter for 28g: 0.0140¿-0.0145¿). All observations fall within specifications. All of these samples were also tested and the plunger rods were able to move without any observed defects. A review of the device history record was completed for batch # 7072881. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.